Manufacturer narrative:
(B)(4) date sent to the FDA: 02/09/2016. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent substantial lap adhesiolysis, lap hernia repair ipom and colostomy reconstruction on (B)(6) 2013 and mesh was implanted. Following the procedure, the patient experienced recurrent parastomal hernia with local pain and limited capacity of the stoma. In (B)(6) 2015, the patient experienced recurrent parastomal hernia. The patient was brought back for further resection of the small intestine and colostomy reconstruction and extensive conventional hernia repair in sublay technique. It was reported that the patient experienced serious adhesions, partly impossible to remove, particularly those with ingrowth of the small intestine, left side mid-abdomen. Approximately three cm long dense adhesion was found between jejunum loop and mesh with kinking and stenosis. The defect size was off site of the mesh with clear mesh shrinkage. This was solved by segment resection and partial mesh resection. The patient underwent resection of the small intestine and terminal colostomy reconstruction on (B)(6) 2016 and mesh was placed during repair. It was reported the patient's post-op development is with no problems.